Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the tubing and reservoirs. The customer received no delivery alarms. Insulin did not exit and there was greater than normal resistance with the plunger push. The alarm was caused by the infusion set and reservoir connection. Customer's blood glucose level was 305 mg/dl. The customer tried to bolus but would get an alarm. The device was not returned.